Event description:
It was reported that "pacing difficulty was observed after insertion during use. The customer stopped using the catheter. The customer also commented that electricity did not flow as usual and the pacing was weak. The catheter, the cable and the monitor were replaced after that and the problem was solved." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no open, intermittent or short or conditions observed. The balloon inflated but failed to maintain inflation due to leakage from a gap between the proximal electrode and catheter body. No visible damage to the balloon, windings, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty could not be confirmed; however, leakage from a gap between the proximal electrode and catheter body was identified. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.